Event description:
It was reported that the patient had neurological dysfunction out of the hospital on (B)(6) 2023. They had stroke symptoms including aphasia and neuropathy for less than 24 hours. They were hospitalized. A computed tomography (CT) scan was performed. The patient experienced an intracranial hemorrhage (ich). The patient was on warfarin and aspirin at the time of the event. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted with traumatic subarachnoid hemorrhage and had symptoms such as higher brain dysfunction. Since the patient was able to manage the left ventricular assist device (lvad) by themselves while they were in the facility, the condition of self-management was confirmed, but clean operation during the procedure was not sufficient. Therefore, it was planned to provide care with a nurse until skills were acquired. The patient wanted to leave the facility, and it was decided to reconsider with the attending physician to confirm the intention for future treatment and life toward discharge. A conference was held with the care manager and the facility staff for discharge. However, due to the circumstances of the facility, it became difficult to move in, and adjustment for transfer to and discharge from a new facility or a logistic support hospital was started. A study session was held at the logistic support hospital, and the opinions of the participants were shared with the multidisciplinary staff in the hospital, and a manual and emergency response flow were prepared.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.